Event description:
High impedance measurements were reported. X-rays revealed the extension was pulled "way too tight." The patient may have also had a CT scan. No further diagnostics were able to be performed, and there was no resolution to the high impedances. The plan was to revise the extension in the next few months. The patient was receiving effective therapy.

Manufacturer narrative:
Product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v605118, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v578427, implanted: (B)(6) 2011, product type lead.